Event description:
According to the available information, the case concerns a 49-year-old japanese female suffering from systemic lupus erythematosus (sle), spinal stenosis and rectal prolapsus. The patient had used steroids on a long-term basis. Due to incontinence, peristeen anal irrigation was commenced (B)(6) 2020 after relevant training and medical examination. The patient performed one weekly irrigation, using 250 ml water and 2½ pumps (leading to a balloon diameter of 5-6 cm). The patient performed an eventless irrigation on (B)(6) 2022, however 24 hours later the patient became acutely unwell (pre-shocked) and was hospitalized immediately. A CT showed free air and a hartman´s procedure was applied with creation of a permanent colostomy. Per-operative fecal peritonitis was found. Examination of the resected colon showed perforation of a diverticulum in sigmoid. The patient is dismissed 21 days later and is recovering. No further information at this time.

Manufacturer narrative:
Incident report description has been updated. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, this occurred to a (B)(6) year old female who has spinal stenosis and requires the use of peristeen. It appears that the patient suffered from intestinal perforation after performing irrigation on herself at home. The patient was immediately hospitalized and diagnosed with intestinal perforation (peritonitis with perforation) which was located around the anal area. A colostomy surgery was performed due to the perforation. The patient is dismissed 21 days later and is recovering. No further information at this time.